Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Vent fail. No patient injury reported.

Manufacturer narrative:
Based on the logfile analysis, the reported ventilator failure could be reconstructed. The autonomous safety shutdown of the ventilator was caused by repeated triggering of the pressure relief due to high airway pressures. No indications of a technical device problem could be determined. The reported event was most likely caused by the combination of ventilation settings, circuit setup and patient. The apollo is equipped with an integrated pressure-, flow- and patient gas monitoring ensuring that deviations from set/expected ventilation parameters and gas concentrations are obvious for the user and that alarms are given depending on the set alarm limits. The device reacted as specified with an autonomous shutdown of the ventilator and alarmed audible and visible for ventilator fail while autonomously changing to manual ventilation (man/spont). The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Vent fail. No patient injury reported.